Event description:
The customer reported the system displayed a precharge voltage error. This would likely cause the system to fail boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monoblock x-ray tube assembly. The system operates as intended.